Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to vaginal pain and painful intercourse. No additional information was provided.